Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulation turned off by itself. Pt stated that they've been having this issue ever since they got the device and noted that the device does not work half of the time. Pt added that whenever they had issues with their device, they take the battery out and put it back in to resolve the issue. Pt confirmed that their controller was 60% charged and ins got 30%. Pt expressed their frustration about the equipment and mentioned the possibility of getting a new one. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.